Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation therapy from the scs system. Reportedly, the patient's scs system has been reprogrammed multiple times but the issue persists. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's s8 lead was removed and replaced with two octrode leads. Reportedly, the patient reported receiving effective stimulation therapy postoperatively.